Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that an ar-8856ds endoblade package was sealed on both ends, but the inner packaging was opened and unsealed. The case was completed using another device with no reported adverse event or patient harm. This was discovered upon opening the package during a procedure on (B)(6) 2023.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One packaged ar-8856ds, batch 3023128515, was received for investigation. The visual inspection of the box revealed that one of the closure labels was damaged. Upon evaluating the pouches, it was observed that the outer pouch was open on the chevron side, yet there was evidence that the pouch had been sealed. No issues were detected with the inner pouch. The reported failure is most likely due to mishandling of the device.